Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 3.5x19mm rx graftmaster failed to cross due to anatomy. Another unspecified device crossed the lesion and the perforation sealed. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.